Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had button error alarm, when pressing the buttons, the screen blinks a little bit before responding. Customer stated that insulin pump had cracked at the insulin reservoirs, unexplained no delivery alerts and melted by the window near the plunger. The insulin pump had loud grinding and whirring during rewind and priming and slower to rewind and condensation inside the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.